Event description:
The customer reported that results (multiple vitros assays) for a single patient were obtained from the incorrect sample tube when run on a vitros 5,1 fs chemistry system. Patient results from the incorrect sample tube may lead to inappropriate physician action. The affected patient results were not reported out of the laboratory as the results were questioned. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that results for a single patient were obtained from the incorrect sample tube when run on a vitros 5,1 fs chemistry system. The patient sample ID was not read correctly when the affected sample tube was scanned at the sample barcode reader. An ocd field engineer proactively replaced the sample barcode reader in question on the vitros 5,1 fs chemistry system. There have been no additional occurrences of this issue reported by the customer since the service actions were completed. The investigation was unable to determine a definitive root cause for the misread sample barcode. An instrument issue related to the sample barcode reader or user error due to the alignment of the sample tube/barcode could not be ruled out as contributing factors. The root cause of this event is unknown.